Event description:
It was reported while using bd 20ml luer lok syringes the syringe was deformed. There was no report of patient impact. The following information was provided by the initial reporter: reported issue: I just wanted to let you know that we had a deformed syringe this morning. The perioperative director advised that the syringe - it was discarded due to having a controlled substance inside of it.

Manufacturer narrative:
H6: investigation summary: three photos received by our quality team for investigation. Upon visual evaluation, poorly assembled stopper is observed. A device history review was performed for lot 2251385 , no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Possible root cause is associated with transfer disc dials. Replacement of the transfer disk will be implemented.

Event description:
It was reported while using bd 20ml luer lok syringes the syringe was deformed. There was no report of patient impact. The following information was provided by the initial reporter: reported issue: I just wanted to let you know that we had a deformed syringe this morning. The perioperative director advised that the syringe - was discarded due to having a controlled substance inside of it.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.